Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch mjp800 number and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a CABG procedure on (B)(6) 2019 and suture was used. It was reported that the suture broke after the anastomosis of distal anastomosis in CABG, which required reanastomosis. No additional information could be provided. No adverse patient consequence reported.